Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and low blood glucose. Blood glucose at the time of incident was 402 mg/dl then 39 mg/dl. Current blood glucose was 190 mg/dl. Customer treated for high blood glucose with bolus and the buttons wasn't working on it. Customer treated low blood glucose with juice. Patient has been experiencing low blood glucose for she doesn't remember and her husband called her and the blood glucose had been low for hour. Based on customer report customer does not allege pump was under delivering. Customer declined troubleshoot for high and low blood glucose on the insulin pump. The insulin pump will not be returned for analysis.